Event description:
It was reported that during review for device changeout, low impedance was observed on the atrial lead. A drop in sensing was also seen. No patient symptoms were reported. The lead was capped and replaced on (B)(6) 2015. The patient was noted to be in stable condition following the procedure.

Manufacturer narrative:
(B)(4)